Manufacturer narrative:
In response to FDA report number: mw5098853. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chest CT shows mass arising from breast lymph nodes", "classic hodgkin¿s lymphoma which has been deemed not related to the device".

Event description:
Patient reported via regulatory agency being diagnosed with classic hodgkin¿s lymphoma which has been deemed not related to the device. Patient further reported experiencing pain and burning shortly after device implant. Chest CT shows mass arising from breast lymph nodes. Affected side is right. The device remains implanted.